Event description:
It is reported that upon opening, it was discovered that the screws were not packaged with the augment block. Another augment block was opened to obtain the screws needed to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.